Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, during valve deployment, the commander delivery system balloon burst in the last third of valve release. Despite the balloon burst, the valve was well implanted and no post dilation was needed. The commander delivery system was able to be removed through the esheath without problems. No complications for the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings and investigation conclusions. The device was returned to edwards lifesciences for evaluation and the following was observed. Edwards commander delivery system was received with loader cap. Delivery system returned in lock position. Fine adjustment 25% used. Flex indicator was in straight position. Kink on balloon shaft due to packaging. Balloon burst was confirmed. Longitudinal tear shoulder to shoulder. No missing balloon material. Imagery was provided from the site and showed the presence of calcification on the landing zone. A review of the risk management documentation was performed, and no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. The complaints was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint imagery provided showed the presence of calcification on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigation's are still in place. Review of available information suggests that patient conditions (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.